Event description:
Reported via patient call line. It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Five (5) years post procedure the patient had carotid surgery where it was discovered that the closure device did not seal the laa. The patient was started back on eliquis. No other interventions or treatment was performed at this time. The patient did not experience any complications as a result of this event.